Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that starting a couple weeks ago the device was not as effective when lying down and sometimes stimulation would jump to a high number by itself. The healthcare provider (hcp) suggested the patient meet with a manufacturing representative to see if any reprogramming could be done so the device would help more, even though the device was still helping them. The patient met with a manufacturing representative on (B)(6) 2014 and they were experiencing 30% more pain than normal with their stimulation. The manufacturing representative determined the cause of the event was not device related and the patient had shut off program two which provided the patient's left side with stimulation. Once this was turned back on, the patient's stimulation was normal and their pain reduction returned to how it had been previously. The manufacturing representative reprogrammed the device to give the patient more options for pain relief and education was done regarding the patient programmer. The patient was doing well and receiving effective therapy.